Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream, his denture adhesive product of choice for at least 10 years, 1999 through 2009, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history-denture wearer. No further info provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore unable to proceed with batch retain testing or product investigation.